Manufacturer narrative:
The ge rep performed an on site investigation. The power supply was replaced. The system was then found to be operating as intended.

Event description:
The customer reports the system was displaying a communication failure message and the scan was taking a long time to complete after pressing the button. No report of pt injury.